Event description:
Int'l complaint received. Customer reports a "leak in the tubing" during patient use. Additional information includes, "there was a pin-hole on tubing. The blood backflow occurred." No reported patient injury or medical intervention.

Manufacturer narrative:
The reported device is not available and will not be returned for evaluation. Similar incidents have been received for this product code, 2n3374. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.